Manufacturer narrative:
Implant date reported as 2008 or earlier. Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Event description:
Pt was implanted with veptr, rib to rib construct in 2008 or earlier. Pt was returned to the operating room on (B)(6) 2012 for revision surgery. X-ray films taken in 2008 showed that a distraction lock was not used to attach the veptr rib sleeve and the rib hook. The veptr rib sleeve became disengaged from the superior rib hook. Surgeon revised pt by reconnecting the rib sleeve and rib hook and adding a distraction lock. The hardware remains implanted in the pt. This is the 1st of 2 reports submitted on this event.